Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide do not take insulin doses too close together, often referred to as stacking insulin.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value not provided. Reportedly, customer initiated and delivered multiple boluses which subsequently decreased their bg level. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.